Event description:
It was reported that the right ventricular (rv) lead dislodged and resulted in elevated thresholds and poor sensing. The lead was re positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.